Event description:
It was reported that the driver became stuck in the implant. The procedure was completed using another device. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 06 aug 2019 b5: it was reported that the driver became stuck in the implant. The procedure was completed using another device. There was no report of patient injury. G4: 26 apr 2019. The reported device and concomitant device were received for evaluation. Visual inspection identified that the driver is stuck within the implant. Functional testing was performed for the returned products and it was determined the devices failed functional testing as it took excessive force to remove the implant from the driver. The reported condition of a driver that was stuck inside the implant was confirmed. A device history record (DHR) review could not be performed for the reported device or concomitant device as the lot numbers are unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review for the reported item number was completed the complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. The most likely cause for the reported event is customer error due to debris interference, excessive torque and failure to follow recommended protocol. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: date of birth not provided. Patient weight not provided. The reported device has been received for investigation. The investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the driver became stuck in the implant. The procedure was completed using another device. There was no report of patient injury.